Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, it was noted that the right atrial (ra) lead exhibited low pacing impedance, episodes of over-sensed noise which resulted in inappropriate mode switch and a fracture. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.